Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a series of troubleshooting steps, which included inspecting and cleaning the pump components. The customer successfully loaded the cartridge onto the pump and resumed insulin delivery.